Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc). An invasive procedure was performed in which a lead extraction was attempted but was unsuccessful. The lead was, instead, abandoned surgically. Another procedure was subsequently performed in which an epicardial lead was implanted. Additional information obtained from a local field representative indicated that high out-of-range pacing impedance measurements were also noted during the in-clinic check when the loc was observed. The device remains in service. No additional adverse patient effects were reported.